Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the supply line was loosely connected, which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain three of five of peritoneal dialysis therapy. The patient stated there were air pockets in the supply line and stated that the supply line was loosely connected. The technical service representative assisted the patient with ending therapy and advised to complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.